Event description:
It was reported that the xenon light source had a lamp that required to be changed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6 and h11 the device was not returned to olympus for inspection however the reported failure was confirmed by olympus field service engineer (fse). In addition, the following reportable malfunctions were identified during the device evaluation: nonfunctional emergency lamp and replacement of emergency lamp and xenon lamp. Based on the results of the investigation, for the reported malfunction lamp replacement the cause was a nonfunctional emergency lamp and also the cause was traced to be component failure (electrical). And the cause of the additional malfunctions, a nonfunctional emergency lamp and replacement of emergency lamp and xenon lamp was also traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer